Manufacturer narrative:
Date sent: 06/11/2007. Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during an unknown procedure, the handpiece displayed an overtemperature error. It is unknown how the case was completed but there was no consequence to the patient.